Manufacturer narrative:
According to the available information the patient¿s legal representative stated prolapse, infection, retention, pain, vaginal discharge, dysuria, obstruction, urgency, bowel problems, and incontinence. Restorelle y was implanted on (B)(6) 2012 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated prolapse, infection, retention, pain, vaginal discharge, dysuria, obstruction, urgency, bowel problems, and incontinence. Additional information received on 03/29/2021. Stomach pain, bloating radiating to back, urgency frequency, difficulty voiding, claimant feels tissue in the vagina. Fatigue, bladder/pelvic spasms, postvoid dribbling, sense of incomplete emptying, anterior mesh not applied due to cystotomy during surgery (stage ii cystocele), oab symptoms possibly related to cystotomy. Bms 5-10 times every morning, rare shooting vaginal pain, occasional sharp pain at her umbilicus. Tenderness to palpation over sacrospinous ligament and levator muscles, white discharge in vault. Vaginal itching and discharge, bulge (stage ii cystocele), constipation, and occasional obstructed defecation. Recurrent cystocele, history of vaginitis, burning with urination, increase in vaginal discharge with external labial itching, dyspareunia, constant pelvic pressure. Pessary fitting. Claimant removed pessary due to difficulty with urination, increase in white, thick, vaginal discharge + pruritus. Cystocele stage ii, unable to void with pessaries, yeast infections since surgery, has to stand up to void, reports valsalva voiding, dyspareunia, myofascial pain. No other adverse patient effects were reported.